Manufacturer narrative:
(B)(6) 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their device and improperly maintaining instruments that may cause (B)(6) site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 09/23/1998 and was last repaired on 09/26/2012 for a non-related issue. Eval of the device observed wear to the ears of the head was observed and the motor did not seem to function smoothly. Prior to repair, the device was outside of calibration specifications at the thickness setting. Repair of the device included replacement of the head and standard repair parts. In post repair analysis, corrosion and discoloration to the motor sleeve and swivel was observed, and unusual resistance was noted upon manually rotating the shaft of the motor. The customer's reported event was not reproduced during testing, however, improper handling by the user most likely caused the corrosion to the motor and the lack of calibration, which most likely caused the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the air dermatome handpiece was tearing the graft. No add'l clinical info was received prior to this report. If add'l info is received, a f/u medwatch will be submitted.